Event description:
Presented for right ij tunneled dialysis catheter placement which was completed. Staff indicated that the plastic like ring came off of the sheath prior to insertion in the pt. This catheter not used.